Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that when removing the instrument from the handpiece, the threaded stud came out and was stuck in the instrument. The case was completed with no pt consequence.